Event description:
The lead was explanted due to a report of suspect retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted the lead to be not fractured.